Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer did not perform air removal step during load process and insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 132 mg/dl. Tandem technical support educated the customer on cartridge fill process.